Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide break was confirmed. Additionally a foot break was noted. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: the device was reported as not returning, but was received. H6: type of investigation - 4115 removed. H6: investigation findings - 3221 removed. H10: addtl mg narrative. Updated with device analysis.

Event description:
Returned device analysis identified a posterior foot break. The location of the detached foot is unknown.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that vessel closure of an unknown vessel was attempted using two proglide devices relative to an unknown procedure. Reportedly, the first proglide was bent on the metal portion. The second device broke at the black and metal connection. Cutting the tissue was required to pull out the proglide device with kelly clamps. An unknown method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.e1 - facility name, address and phone. Account details provided. Distributor details on the initial report.

Event description:
Subsequent to previously filed report, update to information provided: it was reported that vessel closure of an unknown vessel was attempted using two proglide devices relative to transcatheter aortic valve implantation (tavi). Reportedly, the first proglide was bent on the metal portion. The second device was noted to have resistance pulling back, the feet appeared to be deployed. The proglide device broke at the black and metal connection. Cutting the tissue was required to pull out the proglide device with kelly clamps. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot could not be tested due to the condition of the device. The reported guide break was confirmed. Additionally, a foot break was noted. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.